Manufacturer narrative:
Follow-up #1: date of submission 03/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: a review of the black box revealed multiple unexplained power on reset (por) events. The returned battery cap and cartridge cap were used to complete the investigation. There was no damage found to the battery cap or battery compartment. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions or any errors, alarms, or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb. The product performed within specification and the reported ¿no power¿ complaint was unable to be duplicated.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the pump would not start even after a battery change. The pump reportedly was lying around one day without a battery change. There was no indication of damage to the battery compartment or the battery cap or if the yellow o-ring was visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.